Manufacturer narrative:
(B)(4). Citation: j neurosurg 2001;95:503-506.

Event description:
It was reported in a journal article (foreign body reaction to hemostatic materials mimicking recurrent brain tumor) that the patient underwent complete resection of an inferior vermis medulloblastoma and absorbable hemostat was used. The patient was treated with chemotherapy. During the course of treatment, a surveillance mr image revealed an enhancing mass in the resection cavity, close to the lower brainstem, which was suggestive of recurrent tumor. Repeat surgery performed 4 months after the initial operation revealed a firm mass tightly adherent to the right side of the lower brainstem and was completely resected. Histological examination revealed no evidence of a neoplasm, but instead a foreign body granuloma with necrosis and multinucleated giant cells. The patient recovered well and treatment was resumed.